Event description:
The caller reported that the customer experienced a high blood glucose of 434 mg/dl yesterday, and was vomiting. The caller stated she wanted to take him to the hospital but he declined. The infusion set was removed, and the cannula was bent, but the insulin pump never gave a no delivery alarm. The customer felt that the insulin pump was under delivering due to the high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that the insulin pump was not exposed to high magnetic fields but was exposed to a security scanner. The insulin pump passed the displacement test. Offered to replace the insulin pump, but the customer declined at this time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.